Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 40 mg/dl, which was treated with food. After troubleshooting, customer was advised that insulin pump would need to be replaced.